Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 350 mg/dl. It was also reported that the controller gave an automated delivery restriction alarm. Symptoms reported include hyperglycemia, pain in both arms and vomiting. The patient was treated with IV (intravenous) fluids and IV insulin. The patient was released the following day.

Manufacturer narrative:
In the case description, the user mentioned having high blood glucose levels and receiving several automated delivery restrictions (adrs). The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files found no evidence of issues with insulin delivery. The patient history buffer (phb) data showed that the automated algorithm was able to appropriately adapt the microbolus amounts based on the estimated glucose values and user inputs. The log files showed that multiple adrs were generated. The phb data showed that these adrs were generated due to the system delivering the max microbolus amount for an extended period of time. This is expected behavior of the system. The adrs put the system into automated mode: limited and then into manual mode once acknowledged. The system was determined to function as intended. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7.